Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was the patient rep stated they patient had some issues since the device was put in 2014. Additional information was received from the patient. When asked to clarify ¿patient has had some issues since the device was put in 2014¿ they reported initially, some urinary/fecal incontinence was achieved. Subsequently, the program and intensity was changed multiple times seeking better results. Previous device is still implanted. They reported only the battery was changed in 2021. They continued to change, seeking more extended results

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.